Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the cutters failed the test cuts and the cutter gears and collars were replaced; however, cutters cannot be fully repaired without replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The living legacy foundation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. This cutter failed the cut test at product evaluation investigation. No adverse events were reported as a result of this malfunction.